Event description:
It was reported that the vacuum power was low during product use. Twenty ml of blood was collected but was discarded when the device was replaced with a back-up. No pre-donated blood or bagged blood was required.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.